Event description:
(B)(4). Ever sense I got this put in my tube, I have been having very bad stomach pain and bad pain! Now since 2 months ago I started to pee on myself without even knowing I did until I feel that I'm wet! I'm going back to my regular doctor on (B)(6) 2016 to see if I can see about getting the essure coil out!!